Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device therapy receptacles was broken. The therapy receptacle (453564488971) was replaced to resolve the issue. The device was returned to normal after the replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the therapy receptacle was broken. The reported problem was confirmed. Reporter information: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device therapy port receptacles was broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.